Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm on an unknown date. It was reported that the patient presented at the hospital emergently on an unknown date. The physician reported that there was a type iii endoleak, fabric. The physician relined the stent graft and the type iii endoleak, fabric was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).